Event description:
During a laparoscopic colon resection procedure, during the stapling and transection of a colonic vessel, the instrument was very difficult to fire. When the cycle was completed and the instrument was removed, the colonic vessel bled and needed to be clamped and restapled with a second cartridge in a new instrument. On examination, the initial staple line was complete but the staples were not formed at all. The or time was extended 30-40 minutes to laparoscopically hand sew the colonic vessel.